Event description:
It was reported that a drug outflow was observed from a large volume infusor. The device contained 5-fluorouracil and was packaged in a plastic bag. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 16 may and 20 may, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder; however, there was no signs of leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.